Manufacturer narrative:
The date of the event was reported as ¿a month ago¿. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the coseal device contained particulate matter. When the coseal package was opened, ¿black floaty fibers¿ were observed in the solution. It was also reported that the particulate was not part of the rubber from the syringe. There was no patient involvement and the product was not used. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and black fiber was observed inside the transfer port. The reported condition was verified. The black fiber stated in this complaint was sent to an outside contract lab for identification. According the report, a dark inclusion within a white flake was analyzed using fournier transform infrared spectroscopy (ftir) and was found to be a polyamide best batching a nylon 6 and a second material, possibly a carboxylic acid. The cause was determined to be a manufacturing defect. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. In addition, 12 retention samples were evaluated with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.